Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with ischemic sustained monomorphic ventricular tachycardia (vt) in the manual group underwent radiofrequency catheter ablation and developed pericardial effusions with fatal tamponade. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿long-term efficacy of single procedure remote magnetic catheter navigation for ablation of ischemic ventricular tachycardia:a retrospective study¿ the purpose of this study was to evaluate the predictive value of different clinical and procedural variables on short- and long-term results of the ablation. The study was conducted from january 2008 to september 2010. Suspect device is an irrigated tip navistar thermocool catheter, however catalog and lot number is unknown.